Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 serial# (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet model# sc-1110-02 serial# (B)(4) description: ipg kit (without pull-through tunneler). The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient's midline incision had opened up, making the lead visible. The physician explanted the patient's precision system as the patient had an infection. The physician believes the infection was not device or procedure related. The patient was given oral antibiotics and is reportedly doing well following the procedure.

Event description:
A report was received that the patient's midline incision had opened up, making the lead visible. The physician explanted the patient's precision system as the patient had an infection. The physician believes the infection was not device or procedure related. The patient was given oral antibiotics and is reportedly doing well following the procedure.